Event description:
It was reported the customer requested assistance with uploading their insulin pump. Customer's blood glucose was 23.0 mmol/l. The customer stated they were unable to upload to their carelink. Troubleshooting did not find any issues with the customer's insulin pump. No additional information provided.

Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Several displayable history check failed on startup alarms were found at the alarm history file. Displayable history check failed on startup alarms due to a corrupted history file. Unable to download pump to carelink due to displayable history check failed on startup alarms. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.